Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the surgeon was performing a laparoscopic appendectomy using a 511sd in the umbilicus, a 512sd and a 355ld. The surgeon reports that all 3 trocars experienced ripped seals. Additionally, he states that pneumoperitoneum was lost and he had to convert to open procedure as a result.